Event description:
Lasik surgery ruined my life. I have had extreme dry eye due to it. I was not treated for dry eye before lasik was preformed and it caused worsening of my condition. I have gone to specialists, paid for special treatment, on going drops everyday, eye devices to help. It is just awful!